Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 8.54ng/ml which upon repeat gave a result of 0.02ng/ml. Another sample was obtained from this patient which gave an accutni result of 0.02ng/ml. The erroneous result was not reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in plastic bd lihep tubes with gel separator and centrifuged for 7 minutes at 4200 rpm. Per customer, the samples appeared normal and had no visible fibrin or cellular debris. Qc was within the established limits prior to and after the event. A field service engineer (fse) was dispatched on 02-26-2009 for this event: (a) fse cleaned the wash carousel and incubator belt track and replaced some hardware. (B) fse verified repairs per established procedures and all results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.